Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. Prior to hospitalization, the customer was vomiting. It was stated that customer was treated with manual injections. Troubleshooting was performed. The insulin pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.